Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker device had 1.5 years remaining longevity but it tripped to elective replacement indicator (eri) within three months only and then after two months, it had declared end of life (eol). There was no reprogramming done. Pacemaker device was explanted. No additional adverse patient effects were reported.